Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with an alert for change time limit reach via merlin.net. Review of the session record indicated that the alert was received after a charge timeout occurred. Hv charge was initiated by regular capacitor maintenance. The device will be replaced.